Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative stated that the x-ray showed no abnormalities with the lead placement.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va11x1n, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had not had much symptom relief since the device was implanted. They had seen their healthcare providers in office because they were unable to sync to their battery with their programmer (pp). The office was also unable to read the battery with the clinician programmer (cp), so they scheduled a replacement for (B)(6) 2019. On that day, before surgery, the rep was also unable to sync to the battery. The patient did not reveal any falls or other factors that could have led to this issue. When the pocket was opened the battery was laying appropriately (flat) and connected to the lead. The lead was tested with no motor response and looked at with x-ray. Both the lead and the battery were then replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. The returned lead passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.